Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain and discomfort at their ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the device was repositioned to address the issue. Reportedly, the issue resolved.